Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of vancomycin. No specific programming parameters were provided. The nurse reported that on (B)(6)2010 at 0900, "pump was running, but no drips observed in tubing chamber. Blood had backed up into tubing, but IV still patent." The device was removed from clinical service. Therapy was resumed using a replacement pump and new tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).